Event description:
The holmium laser fiber, the duotome sidelite 550, broke apart during surgery causing a small burn on the surgeon's hand, and at the site of the break. After examination of the device, it was suspected that fiber was already damaged and/or damaged from handling, which most likely contributed to the malfunction.